Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). The field service representative (fsr) inspected the instrument and replaced multiple parts including the valve, drain, vacuum vessel which was found leaking. The part was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) verified no subsequent issues have been reported related to discrepant results post service intervention. A review of tracking and trending for the valve, drain, vacuum vessel did not identify any tends. A review of tracking and trending for the architect i2000sr did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) or the valve, drain, vacuum vessel was identified.

Event description:
The customer observed falsely elevated architect prolactin and architect total psa (prostate specific antigen) results for multiple samples. The following data was provided (repeat testing was completed on another architect): sid (B)(6) prolactin initial result = 29.7 ng/ml, repeat = 15.93 ng/ml. Sid (B)(6) tpsa initial result = 8.835 ug/l, repeat = 3.761 ug/l. Sid (B)(6) tpsa initial result = 0.45 ug/l, repeat = 0.21 ug/l. Sid (B)(6) tpsa initial result = 7.324 ug/l, repeat = 3.207 ug/l. Sid (B)(6) tpsa initial result = 1.282 ug/l, repeat = 0.849 ug/l. Sid (B)(6) tpsa initial result = 0.684 ug/l, repeat = 0.318 ug/l. No impact to patient management was reported.